Event description:
It was reported that after atrial flutter ablation surgery, the elective replacement indicator (eri) message appeared. The battery status was 2.78v and 951 ohms. The caller stated he was able to clear it because the battery impedance is below 3000 ohms. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.